Event description:
An elective replacement indicator message was reported. A longevity calculation was performed and determined that the implantable neurostimulator (ins) battery depletion was normal, but the caller expressed dissatisfaction with the longevity. A replacement of the ins is planned.

Manufacturer narrative:
(B)(4).